Event description:
A customer from finland alleged that his contour meter was reading in the wrong units of measure. The meter in question should have the units of measure locked in mmol/l, but was reading in mg/dl. It's not known how the units were changed. No adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.